Manufacturer narrative:
Correction: b4/f8: date of this report in MDR follow up #1 is being corrected from blank to 04/21/2021.

Manufacturer narrative:
Correction to f10/h6: component codes - remove g04034 (location of leak was not specified). H10: the actual device was not received for evaluation; therefore, a device analysis could not be completed for that sample. However, retention samples were visually inspected with no issues noted. The retention samples were gravity and leak tested with no observed issues. The reported condition could not be verified on the retention samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a female luer lock adapter with control-a-flo was leaking from an unspecified location. This issue was identified during patient infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.